Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture and undersensing. The dislodgement of the lead was verified by x-ray. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and under sensing. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. After cleaning the distal end, the helix was able to retract and extend by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of failure to capture and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.